Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/06/2020. Corrected information: b1, h1 - this medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2020-02658. Please see medwatch report # 2210968-2020-02658 for all information regarding this event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event; did the suture break or did the needle pull off the suture thread. Device return status/ follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The product broke off at the suture and needle junction. No adverse patient consequences were reported. Additional information was requested.